Event description:
Healthcare professional (hcp) reported patient was injected with 1ml of juvéderm® volux¿ into the zygoma 0.5 ml to the right side and 0.5 ml to the left side. Eleven months later, patient had a throat infection and experienced swelling and pain in the areas where the filling was applied. Symptoms are on going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of throat infection , deemed not device related is considered an unexpected adverse drug experience.